Event description:
A customer reported his meter had missing segments and also that the issue was gradually happening for three weeks. In 2008, the customer reported guessing the amount of insulin to take and after taking it, the customer reportedly felt dizzy and woozy. To alleviate the symptoms, the customer reported eating a packet of sugar. At about 3 days later, the customer reported once again guessing the amount of insulin to take and then taking too much. The customer reportedly felt dizzy and lost consciousness. The paramedics were called and he was taken to a hospital where he was diagnosed with severe hypoglycemia and treated with an unknown intravenous medication and orange juice.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.